Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain and excessive metal ion levels. Update rec'd 10/24/2014 - litigation papers received amending asr complaint to pinnacle. Records had already been received previously changing this complaint. We are adding a stem to address the elevated metal ion level allegations. Update 5/21/15-pfs and medical records received. After review of the medical records for MDR reportability, no labs were provided for the alleged high metal ions. The patient still hasn't been revised. Part/lot is being updated for the stem. 5 update 09/17/2015 - der states patient was revised to address pain. Inflammation around the cup was also noted. Adding the cup to the complaint for pain.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 9/24/2015 & 10/9/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (no labs), inflammation, and malpositioned cup. The revision operative note indicated it took 30 minutes to remove all the inflammation. The complaint was updated on:10/20/2015.